Manufacturer narrative:
Weight and ethnicity: unknown/no information provided. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a refractive surprise of -10 diopter power even though biometry has been checked and the correct lens power was selected. The patient's daily activities were significantly affected. Explant was performed and there was incision enlargement and sutures required. The patient was emmetropic after the lens change. No further information was provided.